Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nasal/throat irritation, runny nose, cough, headaches, dizziness, eye irritation, chest pressure, and gas buildup. There is no allegation of serious or permanent harm or injury. The patient sought medical attention regarding the gas pressure, and the doctor stated it could be from the air pressure from the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 08/22/2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient previously alleges nasal/throat irritation or soreness, runny nose, cough, headaches, dizziness, eye irritation, chest pressure, and gas buildup. There is no allegation of serious or permanent harm or injury. The patient sought medical attention regarding the gas pressure, and the doctor stated it could be from the air pressure from the device. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: patient outcome code, evaluation method code, evaluation results code, component code and conclusion code grid has been updated. Recall (z) number was updated in this report.